Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle was missing the cover. There was no injury reported however we decided to report the issue in abundance of caution, taking into consideration the worst case scenario which is fall off the cover into sterile field or during surgery where it might lead to contamination.

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle was missing the cover. There was no injury reported however we decided to report the issue in abundance of caution, taking into consideration the worst case scenario which is fall off the cover into sterile field or during surgery where it might lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as the cover shouldn¿t detach and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. Unfortunately, despite our best efforts, our subject matter experts did not receive enough information to conduct the technical investigation. The technician established that the problem was caused by staff mistakenly throwing camera cover away. Therefore, we can assume that the most likely root cause of this issue is related to user error. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being intestigated by the manufacturing site.

Event description:
Manufacturer reference number ot281696.